Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a shorted t4 thermistor. T4 reading was 99.9. Gave biomed the part number and price for tank harness. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device, which was alarming 78 (non-recoverable system error, chiller water temperature sensor out of range, low resistance) t4 reading was 99.9. Biomed gave the part number and price for tank harness.

Event description:
It was reported that biomed had an arctic sun device, which was alarming 78 (non-recoverable system error, chiller water temperature sensor out of range, low resistance) t4 reading was 99.9. Biomed gave the part number and price for tank harness.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.